Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not arm correctly. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition condition, nonconforming; obturator condition, nonconforming; outer gasket condition, nonconforming; reset button condition, conforming; sleeve condition, nonconforming; stopcock condition, nonconforming and trocar condition. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conformimg and lockout functional, nonconforming. Analysis conclusion: based upon inquiry info received and visual examination, no conclusion could be reached as to how reported "device would not arm correctly" during surgery occurred. Instrument was received with retainer cap separated, as though it was pried from obturator handle and containing stress cracks thoughout sleeve. Device appeared to have been exposed to corrosive solution due to cracks/scratches on handle and oxidation on knife shaft. Stopcock was received broken at base of sleeve housing with stress fractures emanating from point of breakage. No conclusion could be reached as to how this damage had occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.